Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the coordinator switched out the controller on (B)(6) 2016 due to it being "hot" to the touch. Patient was stated to have been admitted overnight and it was noted that her primary controller was very hot to the touch despite the bag being open all night. It was stated that there were no power spikes seen on the monitor history and her watts have been stable." Log files have been sent. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the devices in relation to the reported event of "hot to the touch". The reported event was confirmed; however, the controller performed as expected during bench testing. Analysis of the device revealed the device met specifications; the controller passed visual inspection and functional testing. The controller was allowed to run for extended period of time. Results revealed that the controllers' surface temperatures felt warm to the touch. Internal analysis revealed that a power mosfet transistor was operating at a warmer temperature but still within the manufacturer's temperature operating range. As a result, the patient may perceive the controller as operating warmer, however, the controller is still functioning as expected. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.